Event description:
It was reported that a device was difficult to deploy, and cardiac perforation occurred. A left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Difficulties were encountered deploying the closure device and the patient experienced discomfort during recapture of the closure device. Following the successful implant of the closure device, a cardiac perforation was identified in the laa. The patient was transferred to the cardiac intensive care unit and remained hospitalized for monitoring.